Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor was not in use on 12/30/2019. No low blood glucose (bg) was entered into the pump by the user on (B)(6) 2019. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Bg cause was not known. Customer was administered a glucagon injection by paramedics and ate carbs to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.